Event description:
(B)(4) clinical study. It was reported that during a coronary artery treatment procedure the stent migrated. Lesion 1 was a bifurcated lesion located in the mid left anterior descending artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.21 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 32 mm non bsc stent. Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in the proximal left anterior descending artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.57 mm. The physician treated the lesion by implanting a 3.5 x 24 mm promus element stent, however, the stent "shifted". Following post-dilatation, residual stenosis was 0%. A portion of the stent went in another part of the vessel, requiring the insertion of another stent implanted in the left main coronary artery. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4):as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Additional information has been requested.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #2134265-2012-00533. It was further reported that during the index procedure, the 3.0x32mm stent that was implanted in the mid lad was a promus element, not a non-bsc stent as previously reported. When the previously reported 3.5x24mm stent shifted it caused an injury to the patient, as the device ''de-laminated'' and part went in another part of the vessel requiring a bailout stent (type of drug eluting stent unknown). A non-study bare metal stent was placed in the proximal left circumflex due to ''vessel complication at the ostium.'' In (B)(6) 2011, the patient experienced a non q-wave myocardial infarction with no ischemic symptoms. Cardiac enzymes were elevated (peak ck= 660 iu/l, uln- 171 iu/l, peak ck-mb= 43 iu/l, peak troponin= 2.45 ng/ml, uln= 0.01ng/ml) the patient was treated with medication. The patient was discharged on aspirin and clopidogrel 2 days later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was initially implanted successfully, then moved when the "guide" to place the stent was moved. The stent moved upwards from the area of the lesion were it was initially implanted. Additionally the stent lost it's "conformation" which required treatment of the bailout stent.